Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device lasted 73% of its expected longevity. The device was then sent to be milled open in order to perform final analysis on the current drain levels. The device was damaged during the milling process and therefore no final analysis could be performed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 0147 competitor implantable tachy lead; unk 4086 competitor implantable pacing lead - unk. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to end of life (eol). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).